Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the supply bags had become disconnected which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain one of four. The patient was connected at the time of the alarm. The technical service representative (tsr) determined that the patient had three bags connected and the patient noticed that the bags with the white clamps became disconnected. The tsr had the patient close all of the remaining clamps and their transfer set, and cycle the power on the homechoice. The patient cycled the power again and at load the set. The technical service representative advised the patient to disconnect and remove the supplies. The tsr advised the patient to dispose of the current supplies and start over with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.